Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/28/2024, a sales representative via sems-(B)(4) reported that an ar-12990 knee scorpion broke due to the scorpion needle breaking in the ar-12990 knee scorpion. The needle stayed in the ar-12990 knee scorpion, and the patient was unaffected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-12990, knee scorpion, serial/batch number (B)(6), was received for investigation. A second needle, not mentioned in the complaint, was also returned. Visual inspection noted that the needle was received inside the scorpion and the handle was warped. Upon removing the needle, it was noted that the tip was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.